Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up asymptomatic. The pulse generator had stored inappropriate automatic mode switches due to far field r wave oversensing. The patient was stable and would be monitored. The device remained implanted.